Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) fiber optics connector found broken during service. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,b5,g1(contact person ¿ mfg site), g3, g6, h2, h6(medical device ¿ problem code, investigation findings, type of investigation, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the issue, replaced the fo sensor extension cbl assy and fiber optic jumper cable and tested fiber fiber-optic readings. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) fiber optics connector and cable found broken during service. There was no patient involved.